Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrotherm ablation procerva procedure set was used in a hydrotherm ablation (hta) procedure on (B)(6) 2016 under general anesthesia. According to the complainant, the patient was reported to have a patulous cervix and during the ablation phase of the procedure a fluid loss alarm was observed. The patient sustained burn at the lateral walls of the vagina and it was treated with an ointment. An additional attempt has been made to obtain follow up event details with no response from the clinician.